Event description:
Additional information was received that this lead intermittently displayed high pacing impedance levels greater than 2000 ohms a month before the replacement occurred. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular lead was explanted and replaced due to a lead fracture. It was noted the fracture had resulted in oversensed noise leading to two inappropriate shocks, however the patient is not pacer dependent and no asystole occurred. During the removal of the lead, the physician noted that the lead helix would not retract. The physician electively cut the lead distal to the lead yoke, however when the distal portion of the lead was attempted for extraction, the exposed portion of the lead came apart, confirming the fracture. The lead was partially removed with no additional adverse patient effects reported other than the procedure.

Manufacturer narrative:
The lead was partially explanted and will be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
No further information is available. This report will be updated if more information becomes available.